Event description:
It was reported that the core sumex drill was leaking a black fluid which entered the surgical site during the course of a procedure. The account reported that no further information was available regarding this event.

Event description:
It was reported that the core sumex drill was leaking a black fluid which entered the surgical site during the course of a procedure. The account reported that no further information was available regarding this event.

Manufacturer narrative:
During failure analysis, the reported event of the device leaking a black fluid was not confirmed. No leaking was observed during evaluation and testing of the returned handpiece, nor did the repair technician or diagnostic engineer report observing any failures related to any leaks in/from the device. An unknown dried substance found on the device was tested and was not confirmed to be comprised of any product related substance. Therefore, the substance cannot be confirmed to have originated from within the handpiece, or to have been caused by any handpiece malfunction or failure. The highest correlation observed during testing of the dried substance found on the device was to a cleaning agent. Therefore, it is possible for the cause of the dried substance to be related to the cleaning of the device. The care instructions for this device instruct the user to always ensure detergent solution is completely rinsed off before drying the equipment, and to visually inspect the equipment for any remaining soil or detergent solution. In the event that the device is dried prior to adequate rinsing off of any cleaning solution/agent used, it is possible for cleaning solution/agent to remain on the device. Since the reported event was not duplicated and no related malfunctions or failures were confirmed in the returned handpiece, no further root cause determination was performed for this event. The device was serviced for preventative maintenance, and returned to the user facility.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete and if new information is received from the account regarding this event.